Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has died in their sleep at home and no autopsy will be performed. The death was due to natural causes, and it is not related to the ams 800 but it was classified as possible related to the procedure. The cause of death is unknown. No further information was provided.